Manufacturer narrative:
(B)(4) - a visual inspection of the returned product showed the lens was returned in liquid. A haptic and a piece of the optic was torn off and missing. (B)(4).

Event description:
It was reported that the 28.5 diopter cc4204a collamer plate lens, was loaded and the surgeon had difficulty advancing the lens towards the eye. Consequently, the injector cracked the lens. The lens was cut out and removed from the eye and another same model same diopter lens was inserted without any patient injury. The reporter stated the incident was due to lack of viscoelastic.